Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 4.0mmx60mmx135cm (4f) sterling mr balloon catheter was advanced for dilatation. However, during initial inflation at 10 atmospheres for few seconds, the balloon ruptured. The device was removed, and the procedure was completed with another of the same device. There were no patient complications as a result of this event.